Event description:
As per ansm notification: (B)(6) 2015: placement of a PICC line for parental nutrition. On (B)(6) 2015: rupture of the catheter at the base, above 1 of the 2 valves anti-reflux seen at the patient's home the "ide" person (community nurse who looks after patients in their own homes on behalf of the hospital where they were initially treated) closed the clamp and covered the outer area of the PICC line with a sterile dressing. On (B)(6) 2015: the patient went back to the (B)(6) (hospital) for the removal of the piccline and the placing of a new one, same model insertion contrelateral by the previous PICC with extra connection (to reinforce a better support of the nutrition pocket). The patient required an additional procedure due to this occurrence: ablation of the damaged PICC and insertion of a new one (8 days after the incident.) According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information requested from reporter, but no response. A discussion with the quality engineer on (B)(6) 2015 determined the reportability of this event.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, device history record, drawings, instructions for use (IFU), quality control, and specifications was conducted during the investigation. The customer returned one used upic dual lumen catheter. The purple hub was completely separated from the extension tube and was not returned. The extension tubes were both flexible and showed no signs of misuse or damage. The main catheter shaft showed no signs of damage. Both extension tubes were securely attached to the manifold. The manifold was securely attached to the main catheter shaft. Also the white hub on the extension tube was securely attached to the extension tube. All connections were tested by manually tugging with minimal force, then tugging again with more than minimal force. There is no evidence to suggest that the device was not manufactured to specification. After examination of the returned device we are inconclusive as to the root cause of the failure. Per the conclusion of a quality engineering risk assessment, further risk reduction is not required. We have notified the appropriate internal personnel and will continue to monitor for similar events.

Event description:
As per notification: (B)(6) 2015: placement of a PICC line for parental nutrition. On (B)(6) 2015: rupture of the catheter at the base, above 1 of the 2 valves anti-reflux seen at the patient's home - the "ide" person (community nurse who looks after patients in their own homes on behalf of the hospital where they were initially treated) closed the clamp and covered the outer area of the PICC line with a sterile dressing. On (B)(6) 2015: the patient went back to the chu ( hospital ) for the removal of the PICC line and the placing of a new one, same model insertion controlateral by the previous PICC with extra connection (to reinforce a better support of the nutrition pocket). The patient required an additional procedure due to this occurrence: ablation of the damaged PICC and insertion of a new one (8 days after the incident.). According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A discussion with a quality engineer on (B)(6) 2015 determined the reportability of this event. Additional information provided by the sales representative on (B)(6) 2015 states that the patient visited the hospital due to the catheter rupture.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.